Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ffb board was replaced during the service call.the system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the monitors on the 9800 system began intermittantly flickering during flouro. No pt injury was reported.